Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the ampoule crushed repeatedly? No the ampule was not crushed repeatedly what was done to treat the shard penetration? The surgeons hand was washed with soap and water. Was medical or surgical intervention required? No other intervention required what is the status of the surgeon injury today? Stable.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. It was reported that the topical skin adhesive vial was hard to squeeze and then broke through its plastic and punctured the operator. The surgeons hand was washed with soap and water. There were no patient consequences reported. It was reported that there was blood exposure to the operator. The blood source was tested and all were negative. Additional information was requested